Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by tandem clinical support and reportedly the customer was using the infusion set for 3-4 day¿s. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose level was 211 mg/dl.